Manufacturer narrative:
A lot number was not reported for this event. Consequently, a review of the manufacturing paperwork could not be performed. Attempts to gain additional information are on-going. The investigation is in process.

Event description:
During the annual meeting of the indian society of vascular and intervention radiology (plenary session: sfa occlusion revisited), the physician mentioned a 2003 implant involving our gore hemobahn endoprosthesis. In 2005, the device was discovered to be protruding out of the vessel. A surgical cutdown was performed and the device was explanted. The patient reportedly never returned for follow-up visits.